Event description:
Customer reported the screen intermittently goes very dark and the system must be rebooted. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced both monitors and performed a brightness and contrast calibration. System operates as intended.